Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01611. It was reported the patient experienced ineffective stimulation after hitting a large bump while riding in a truck (date of event unknown). Reportedly, reprogramming was attempted to no avail. Subsequent x-rays revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the leads were repositioned back to the original implant location. Follow-up reprogramming is pending.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-01611. Follow-up identified the issue is resolved.